Event description:
The customer contact reported that the device powered off by itself, when operating on battery power. The device was returned to the biomedical department with a report of, the device will not stay powered on when unplugged. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.